Event description:
I used thermacare heatwraps and was burned by it, I had blisters on my right shoulder that night. Is the product over-the-counter? Yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? No. Frequency: every 8 hours. How was it taken or used? Transdermal. Reason for use: joint pain. Date the person started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018.